Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed. The anesthesia control board was replaced by the hospital biomed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.